Event description:
A report was received that the patient's remote control would not communicate with the ipg. The patient previously had a non device related hospitalization on which defibrillation was known to have been used, and since then, the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure due to device malfunction. The patient was doing well postoperatively.

Event description:
A report was received that the patient's remote control would not communicate with the ipg. The patient previously had a nondevice related hospitalization on which defibrillation was known to have been used, and since then, the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure due to device malfunction. The patient was doing well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual tests performed. The complaint was confirmed. It was determined that the analog integrated circuit had an internal shorts resulting in excessive current drain through the device. The use of the defibrillator was responsible for the damage to the analog integrated circuit. The damaged analog integrated circuit was responsible for the inability to charge and resultant lack of telemetry.